Event description:
The customer reported that when an attempt is made to use the hold option the alarm continues to sound, batteries have been replaced with new supply and there is no visible damage to the outside of the alarm. There was no patient incident or injury reported.

Manufacturer narrative:
Evaluation: results: evaluation of the returned product found that there is corrosion inside the battery compartment due to battery leakage. There is a piece of clear tape over the hold/suspend button. The unit powers up and the hold/suspend function is not working. The alarm sounds continuously even while pressure is on a known working sensor pad. Note: instructions for use has a statement: proper handling and use: if the posey keepsafe deluxe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Check to make sure the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use the posey keepsafe deluxe if the audible alarm does not sound. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and sent to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).